Manufacturer narrative:
(B)(4). G2: foreign: event occurred in france. Visual evaluation of the returned product confirmed the outer blister was cracked. Sterility has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The product is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history found no additional related issues for the reported part and part lot combinations. Medical records were not provided for review. The root cause of the reported event can be attributed to transit damage. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the inner packaging of a sterile implant was found cracked and the device was not used. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.